Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal dissection of the anterior descending coronary artery. A 3.50x32mm promus element stent was selected and advanced to the target lesion. After the proximal section was dilated at 20atm, radial compression and deformation of the stent were observed at the proximal section, which did not improve with additional inflations. Normal flow was maintained and no thrombus or dissection were observed. Thus the physician decided to accept the result and not to implant an additional stent. The procedure was well tolerated and the angioplasty was successful. No patient complications were reported and the patient's status was stable.